Manufacturer narrative:
(B)(4): the customer reported the ac indicator led failed. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to the customer. The device remains at the customer site.

Event description:
The customer reported the ac indicator led failed. There was no report of patient involvement.